Event description:
As reported by the edwards sales representative, during the transcatheter aortic valve replacement (tavr) procedure the patient went into 2nd degree heart block after rapid pacing. A temporary pacer was left in the patient post-procedure over night. The physician decided a permanent pacemaker (ppm) would be best for the patient and a ppm was implanted the morning after. The patient was reported as doing well and was discharged six days later.

Manufacturer narrative:
The device remains implanted in the patient. The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Per the instructions for use (IFU) for the sapien valve, conduction abnormalities are a known complication after transcatheter aortic valve replacement (tavr). Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, the cause of the 2nd degree heart block cannot be confirmed. However, the report received indicates the patient had a preexisting right bundle branch block. It is likely that in addition to the procedure itself, the patient's underlying cardiac pathology (i.e. Valvular heart disease, rbbb) contributed to the event. No further actions are required at this time.